Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that there were no changes that led to the long charge. Replacing the stimulator resolved the long recharge time, but not the lethargic feeling and irritability. The patient had no idea what the status was for the explanted ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins). It was reported that the patient's older ins system was replaced with a newer version because the older version took 'forever to recharge'. They reported 'the recharging process actually made me kind of sick, the day after I would charge I would just be really spent'. They had their replacement surgery on (B)(6) 2019. No out of box failure was reported. No further allegations/complications were reported.